Manufacturer narrative:
(B)(4). Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown. Customer stated that the drive support cap was normal. Customer was able to clear alarm. Customer was able to complete insulin pump rewind. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and refer to a back-up plan. The insulin pump will be returned for analysis.